Manufacturer narrative:
Follow-up #1: date of submission 09/28/2017 device evaluation: the device has been returned and evaluated by product analysis on 09/09/2017 with the following findings: a review of the black box showed data from the date of the complaint had been overwritten due to continuous use. No physical damage or moisture damage was found to the pump. The current draws were within specifications. The overheating could not be duplicated during the investigation. The pump was run for 14 days on the user settings and no power issues or overheating were duplicated. The battery was not returned. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a temperature (temp - no physical damage) issue. There was no indication that the product caused or contributed to an adverse event. This is being reported because of the potential for the user to experience an injury due to increased pump temperature.